Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 65mm was received for investigation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a leak at the luer/irrigation tubing junction due to insufficient adhesive applied between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connector. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.